Event description:
The patient ((B)(6) ) received a neurostimulator for migraines (off-label). It was reported the patient experienced ineffective stimulation. The patient stated her stimulator was not providing as much pain relief as compared to her trial system. The patient reportedly will also undergo an MRI procedure in the future. Subsequently, the patient's system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.